Manufacturer narrative:
Other applicable components are: product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that they  not tracked her symptom data as they  feels a wire may have come loose or something. Patient stated she doctor had told her this may happen by thursday or friday with the wires, so they had expected it.  No further complications were reported/anticipated at this time.